Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
A customer's daughter called to request training on how to conduct a finger stick. The caller also reported that the customer had received lower than feels readings on her freestyle freedom lite glucose meter. The caller reported that on "the last friday in (B)(6)" ((B)(6) 2011), an unknown low reading was obtained, and the customer was feeling "disoriented and tired." Paramedics were called and administered an unspecified intravenous infusion to the customer. The customer was not transported to a health care facility. No self-treatment was reported by the customer. There is no report of death or permanent injury associated with this case.